Event description:
It was reported that while performing an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter, the complaint device was said to have experienced non-MDR reportable deflection issues. The procedure was completed with no patient consequence by replacing the catheter. The bwi failure analysis lab (fal) received the device for evaluation and discovered char on the proximal end of the tip dome. As such, this event is reportable; the awareness date was reset to 12/9/14 for this complaint, the date of the fal lab discovery.

Manufacturer narrative:
(B)(4) it was reported that while performing an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter, the complaint device was said to have experienced non-MDR reportable deflection issues. The bwi failure analysis lab (fal) received the device for evaluation and discovered char on the proximal end of the tip dome. Upon receiving, the catheter was visually inspected and it was found that the tip peek housing transition is cracked with reddish brown material. It is unknown how this condition was generated. Per the complaint, the catheter was tested for deflection and the catheter passed, however an x-ray of the catheter was taken and it was noticed that the t bar was slightly slid down getting caught at the peek housing transition. This condition may contribute to the peek housing crack that was discovered, due to the fact that the t-bar is applying stress at that point. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. Internal corrections have been opened to address the t bar issue and the peek housing issue.

Manufacturer narrative:
This supplemental report is in response to an FDA letter received by bwi, dated february 2, 2015 regarding report number: 9673241-2015-00013. Please discuss any findings related to "internal corrections have been opened to address the t bar issue and the peek housing issue." Response: it was reported that while performing an ablation procedure with a thermocool smarttouch uni-directional navigation catheter, the complaint device lost its ability to deflect. Bwi has assessed loss of deflection events as not reportable; it is listed in risk management documents as a low risk, since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, upon receipt of the product, the bwi failure analysis lab (fal) discovered char on the proximal end of the tip dome which made the event MDR reportable. The reported char event is unrelated to the customer¿s complaint of a deflection issue. The root cause of the char is unknown, however, it could not be correlated to any device malfunction. Char is a physical phenomenon of rf; it can be the normal result of the ablation process. The presence of char on the electrode does not represent a serious injury in itself nor is necessarily the result of device malfunction. For the deflection issue, it was found that the root cause was related to the displacement of the t-bar, which is an internal component of the catheter that is part of the deflection mechanism. If the t-bar moves from its original place, the deflection function is affected. During the investigation of the complaint device, it was also found that the peek housing, which is an external component of the tip, had a small gap in its proximal end. The gap did not present risk to the patient since the integrity of the tip was not compromised and there was no exposure of internal components. The root cause of the peek housing gap was due to displacement of the t-bar, and we did not observe this damage to the peek in any other mode. The t-bar slid down from its original position to the proximal end of the peek housing, creating an internal pressure point which caused the gap at the transition between the peek housing and the tip. A CAPA was opened to address the t-bar displacement failure. The following are the actions taken for the CAPA opened for the t-bar issue: immediate retraining of the operators on the relevant process instructions - completed march 4, 2014 implementation of an in-process inspection on puller wire installation to monitor proper procedure execution and sub-assembly construction- completed 19 march 19, 2014 transitioned the training procedures for production operators to require certification for the process related to t-bar assembly - completed september 30, 2014 modification of process instruction for ¿install puller wire¿, to incorporate additional steps to assure the proper assembly of the t-bar - september 30, 2014 all corrective actions within the CAPA were completed on september 30, 2014 (B)(4). Biosense webster, inc. Will continue to monitor and trend this issue. If you have any questions regarding the response provided please do not hesitate to contact us.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.